Manufacturer narrative:
This product issue will be updated when the device is returned and evaluation is complete.

Event description:
Boston scientific received information that this patient presented to the emergency room due to the device emitting tones. The device displayed a charge time of 11.1 seconds. Four months prior, remaining longevity was less than six months. Today, device interrogation revealed a battery capacity depleted message. A longevity calculation was performed utilizing the current settings which showed an approximate device longevity of 5.5 years. A boston scientific technical services consultant discussed the clinical observations with the caller but could not provide an explanation to the earlier than expected battery depletion. The device was explanted without further incident. No adverse patient effects were reported.